Manufacturer narrative:
Complaint (B)(4) no samples were received for evaluation. Received customer picture. We have no further inventory of the material/batch. We have no further complaints on the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. The cause of the event cannot be determined.

Event description:
The customer provided a photograph and advised the tubes did not fill to capacity. The customer advised they observed 3 experienced phlebotomists collect the specimens and noticed the vacuum gave out before the tubes were fully filled. The customer advised the specimen quality caused validation failures with their platelet function assay analyzer, and they are currently unable to use greiner tubes for patient testing.